Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the contaminated charger/modem.